Manufacturer narrative:
No item number or lot number was provided.

Event description:
Information was received that a smiths medical "level 1-tower, keeps alarming with disposable set". No adverse effects were reported.